Manufacturer narrative:
The belt sn (B)(4) and the monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, detection algorithm performance, and pulse delivery functionality

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015. A review of the event determined that the patient was treated twice on (B)(6) 2015 prior to passing. At 15:00:25, the device detected bradycardia @ 30bpm with CPR artifact. At 15:01:40, the lifevest delivered a 102j treatment. The rhythm at the time of treatment was sinus rhythm with CPR artifact. CPR artifact contributed to the false detection. The lifevest delivered a second 8j treatment at 15:02:10. The rhythm at the time of treatment was CPR artifact. The device delivered two low energy pulses likely due to an open garment during CPR, resulting in poor therapy electrode contact, as evidenced by the CPR artifact in the ECG readings. In addition, the patient flag files indicated that the patient experienced te placement faults prior to shock delivery. The patient was not conscious during the event. The response buttons were pressed after the shock delivery. The device was shutdown at 21:15:37 on (B)(6) 2015. The rhythm at device shutdown was sinus rhythm at 90 bpm. The patient passed away on (B)(6) 2015.